Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the trial patient thought she pulled out the leads. She had an appointment with the managing doctor on the day of the call ((B)(6) 2016). The patient was bleeding a lot after they were "pulled out." The patient tried increasing stimulation and felt nothing.